Manufacturer narrative:
Currently, it is unknown to what extent the bard/davol composix e/x(device #1) may have caused or contributed to the reported event. The information provided alleges that the patient underwent an additional surgery in which it is reported, "upon inspection, the md noted that patient had ¿significant eventration¿ and ¿significant warping of the mesh.¿ it was also noted that he ¿encountered this abscess or granuloma¿¿granulation is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. At this time there is a review of the manufacturing records. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard /davol composix e/x(device #2). An additional emdr was submitted to represent the bard/davol ventralex (device #1). "Not returned

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2007: the patient underwent repair of an incisional hernia. As alleged, a bard/davol ventralex mesh(device #1),and a composix e/x(device #2) were implanted in patient during this repair. On (B)(6) 2017: the patient surgery to remove the failed bard mesh. Upon inspection, the doctor noted that patient had ¿significant eventration¿ and ¿significant warping of the mesh.¿ the doctor also noted that he ¿encountered this abscess or granuloma¿¿ ultimately, the doctor excised the ¿mesh that was twisted. The bard mesh implanted in patient failed to reasonably perform as intended. The bard mesh caused serious injury and had to be surgically removed via invasive surgery and necessitated additional invasive surgery to repair the hernia that the bard mesh were initially implanted to treat. The patient was caused to suffer severe personal injuries, pain and suffering and other damages. As reported, patient has been injured, sustained past and future, severe and permanent pain, suffering, anxiety, depression, disability, impairment due to alleged defective ventralex (device #1) and composix e/x (device # 2).